Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
(B)(4). After the patient¿s coronary artery bypass graft on (B)(6) 2017 ventricular lead noise was reported. The noise was not reproducible upon interrogation on (B)(6) 2017. The physician opted to not make any programming changes. The patient was not symptomatic.